Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient has had recurrent bacteremia with evidence of endocarditis. The device was explanted. The procedure was successful.